Event description:
According to the reporter, during use, the cuff failed in less than an hour. The patient was re-intubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.